Event description:
It was reported that "the balloon remained blocked into the sheath." As a result, the md inserted another intra-aortic balloon (iab). There was no reported pt death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was not interrupted or delayed. There were no reported pt complications and the pt outcome is listed as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.